Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes d10: returned to manufacturer on: 01-nov-2023 h.6. Investigation summary: material #: 367846 lot/batch #: 2259055 bd received one (1) sample and four (4) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged stopper was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for defective stopper molding with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of defective stopper molding. Bd was not able to identify an exact root cause for the indicated failure mode. Based on an evaluation of frequency and severity it was determined that no corrective action is required at this time.

Event description:
It was reported that while using the bd vacutainer® edta 2k, the customer discovered a defective stopper molding that appeared to have a puncture mark on the stopper. The defect was discovered prior to use and no patient impact or injury was reported. The following information was provided by the initial reporter: " this report is about a puncture mark on the product (stopper)."

Event description:
It was reported that while using the bd vacutainer® edta 2k, the customer discovered a defective stopper molding that appeared to have a puncture mark on the stopper. The defect was discovered prior to use and no patient impact or injury was reported. The following information was provided by the initial reporter: " this report is about a puncture mark on the product (stopper)."

Manufacturer narrative:
E.1 initial reporter facility name:(B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.